Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at their wound site. Therefore, the patient underwent an implantable pulse generator (ipg) replacement procedure during which the ipg was explanted and replaced. The explanted ipg will not be returned as it was discarded by the medical facility. There were no reported patient complications postoperatively. No further information was able to be obtained regarding details of the infection.